Manufacturer narrative:
Clinician reports that intended treatment of periimplantitis with prefgel + labrida brush + arestin. According to the IFU 700096: intended use: straumann® prefgel is intended for topical application onto exposed root surfaces during periodontal surgery in order to remove the smear layer. The indications are listed as follows: prefgel® has been shown to effectively remove the smear-layer. Prefgel® has also been shown to produce a fibrillar collagenous meshwork on the exposed and conditioned root surface by selective removal of mineral. Prefgel is not indicated for the treatment of periimplantitis. Based on the description of the intended treatment as reported by the clinician, it can be concluded that the product prefgel was not used according to the intended use listed in the IFU. A batch record review was conducted at the manufacturing site for article 075.203w lot wj044. Nothing unusual was detected. The product was manufactured and released according to specification. Review of the complaints received with prefgel confirm that no further complaints reporting a reaction after surgery with prefgel have been confirmed. The product IFU describes the formulation and it is expected that clinician would use this information to exclude patients with known sensitivities. Follow up with the clinician confirmed that the patient was admitted to the hospital emergency ward on (B)(6) 2019. The patient developed severe swelling in the oral cavity, underneath the tongue behind the anterior lingual area. She was treated in the cmf (cranio-maxillo-facial) dept. She was treated with IV steroids and antibiotics. The patient spent 2 nights in the hospital and was released on (B)(6) 2019. As of (B)(6) 2019 she still had some swelling under the tongue and a sore throat. The patient has returned to work. No further post-operative complications have been reported.

Event description:
On 6.11.2019 intended treatment of periimplantitis on a female (B)(6) yr old patient. Prefgel was placed into an 11mm deep peri-implant defect. During placement of prefgel patient began to feel intense pain in throat & head. Placement of prefgel stopped; patient had difficulty in swallowing. Patient was taken to hospital.